Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported failure to capture, oversensing and noisy signals.

Event description:
It was reported that this patient with this pacemaker presented to their health care professional (hcp) reporting experiencing a syncopal episode. The patient has a known underlying condition, complete heart block with a slow escape rhythm in the 30's. In addition, upon review of electrograms (egms), loss of capture, noise, and oversensing with approximately five seconds of pacing inhibition was observed on the right ventricular (rv) channel. Technical services (ts) was consulted and discussed troubleshooting and programming options with the hcp. During troubleshooting, the hcp reported the patient experienced a syncopal episode with loss of capture observed. As a result, reprogramming changes were made and a save to disk analysis was sent into boston scientific engineers for further device evaluation. Subsequently, the patient was admitted to the hospital for further evaluation. A chest x-ray and isometric maneuvers were performed and unable to re-create the reported clinical observations. The chest x-ray revealed the right atrial (ra) lead was in a slightly lower position, but the physician was not concerned about this position at this time. The x-ray also revealed there was an exposed portion of an extracted ra lead in the ra/superior vena cava. Impedance measurements were within normal range. Subsequently, the device was reprogrammed and the patient was discharged with the plan to continue to monitor. Approximately a couple days after device reprogramming changes were made, the patient reported experiencing dizziness and lightheadedness. The patient was then brought back into the clinic where device reprogramming was performed. Since the most recent reprogramming changes have been made, the patient has not reported any new symptoms. The plan is to continue to monitor at this time. The device system remains in-service at this time. No additional adverse patient effects were reported. Additional information was received that this device has been explanted and returned for analysis. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported failure to capture, oversensing and noisy signals.

Event description:
It was reported that this patient with this pacemaker presented to their health care professional (hcp) reporting experiencing a syncopal episode. The patient has a known underlying condition, complete heart block with a slow escape rhythm in the 30's. In addition, upon review of electrograms (egms), loss of capture, noise, and oversensing with approximately five seconds of pacing inhibition was observed on the right ventricular (rv) channel. Technical services (ts) was consulted and discussed troubleshooting and programming options with the hcp. During troubleshooting, the hcp reported the patient experienced a syncopal episode with loss of capture observed. As a result, reprogramming changes were made and a save to disk analysis was sent into boston scientific engineers for further device evaluation. Subsequently, the patient was admitted to the hospital for further evaluation. A chest x-ray and isometric maneuvers were performed and unable to re-create the reported clinical observations. The chest x-ray revealed the right atrial (ra) lead was in a slightly lower position, but the physician was not concerned about this position at this time. The x-ray also revealed there was an exposed portion of an extracted ra lead in the ra/superior vena cava. Impedance measurements were within normal range. Subsequently, the device was reprogrammed and the patient was discharged with the plan to continue to monitor. Approximately a couple days after device reprogramming changes were made, the patient reported experiencing dizziness and lightheadedness. The patient was then brought back into the clinic where device reprogramming was performed. Since the most recent reprogramming changes have been made, the patient has not reported any new symptoms. The plan is to continue to monitor at this time. The device system remains in-service at this time. No additional adverse patient effects were reported.